Manufacturer narrative:
H3, h6: the associated device, intended for use, was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. There is no sign of hair located on the device. The packaging containing the hair was not returned with the device. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to improper handling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, it was noticed that the legion narrow cr oxin sz 4n lt had a hair inside the sterile package. Smith and nephew backup device available. No surgical delay or injury to patient reported due this event.